Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The pump was unable to perform displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The pump had scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings and a blank display on the insulin pump. The customer's blood glucose reading was 50 mg/dl. The customer treated with peanut butter and jelly sandwich. The customer stated that she went to test her sugar for breakfast and the pump looked like it has water inside of it. The customer stated that she slept on the pump and there might have been sweat. The customer stated that there is fluid under the lcd display. The customer stated that she is not aware of any cracks on the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.